Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead underwent a valve replacement procedure. Following the procedure, a spike in shock impedance measurements to greater than 200 ohms was observed. Measurements did return to acceptable range. Induction testing was planned. Boston scientific technical services (ts) recommended delivering commanded shocks to testing the integrity of the conductor. Additional information was received indicating a 1.1 joule shock was delivered with acceptable measurements observed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.